Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced steam pop, blood pressure dropped, and pericardial effusion treated with pericardiocentesis and removal of 500-600ml of fluid. The patient required extended hospitalization. It was reported that the ngen generator was displaying error 278 when the ablation catheter was inserted into the body and in the left atrium. They were able to zero the catheter but then the ECG and cs signals on the recording system and the carto 3 system all became very noisy. It looked like there was a current leakage, but no errors were displayed on the carto 3 system. They checked the connections to the ic out cable and limb lead without resolution. They replaced the grounding pad without resolution and replaced the piu with a generator cable without resolution. The ablation cable was replaced without resolution. The physician removed the stsf catheter from the body and the issue resolved. The catheter was replaced, and the issue was resolved. The procedure was continued. The catheter was brand new and not reprocessed. It was also reported that after the replacement catheter was inserted into the body, they were able to complete 10 ablations. The ngen generator displayed a temperature too high error when going on ablation. It went to 33 degrees to above 45 degrees and the ablation was cut off. They tried 2-3 different locations in the left atrium, and they were unable to ablate. The catheter was removed from the body and checked for char, and there were no visual signs of char or coagulation. They fast flushed the catheter with no issues. No errors were displayed on the carto 3 system or the ngen system other than the temp too high when going on ablation. The catheter was reinserted into the body for the cti line, and they were unable to go on ablation. The catheter was removed from the body again and the ngen system was rebooted and upon reinserting the catheter into the body, the same issue occurred. When the catheter was replaced, the issue resolved. Replacement catheter requested. The catheter was brand new and not reprocessed. It was also reported during this afib case, a pericardial effusion was noticed. After ablating the cavotricuspid isthmus (cti) line with the third replacement catheter, the physician heard a steam pop. The physician also saw the steam pop on intracardiac echocardiography (ice). They were able to see the steam pop bubbles as they happened. After the physician saw and heard the steam pop, they immediately asked for anesthesia for the patient¿s blood pressure, and they confirmed the patient¿s blood pressure was dropping. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 500-600ml of fluid was removed. The patient was reported to be in stable condition but still had a tube and was being transferred to the cardiovascular intensive care unit (cv ICU). The reporter stated the physician believes the steam pop caused pericardial effusion. The stsf catheter was used with the ngen system for ablation. The catheter was brand new and is available to return. They are requesting the ngen generator to be evaluated. Another device used was a carto 3 system. The physician¿s opinion on the cause of this adverse event was burning the cti line on the patient, and steam popped in a pouch on the line, which lead to a perforation and pericardial effusion. The intervention provided was pericardiocentesis when they noticed that the blood pressure immediately went down upon the event, confirmed effusion via ice. The outcome of the adverse event fully recovered (no residual effects). The patient required extended hospitalization because of overnight observation. Relevant tests/laboratory data was ice to confirm effusion when blood pressure went down. The energy source was radiofrequency (rf), and the number of performed ablations were 28 with 7-10 ablations were performed within the pulmonary veins and around 15 outside the pulmonary veins. No generator or pump malfunction has been reported. One catheter exchange occurred during the procedure. One transseptal puncture site was performed during the procedure with baylis needle. The force sensing ablation catheter used was stsf. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were 3 mm, 3 s, 25% force over time, and 3 g minimum force. No additional filter was used with the visitag. Prior to noting the pe/CT ablation was performed. The flow settings were normal for stsf catheter. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The cardiac perforation was confirmed on ice.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 19-nov-2025. As such, section d9 has been updated. During an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced steam pop, blood pressure dropped, and pericardial effusion treated with pericardiocentesis and removal of 500-600ml of fluid. The patient required extended hospitalization. Device investigation details: a visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed, and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician¿s opinion on the cause of this adverse event was burning the cti line on his patient, and steam popped in a pouch on the line, which lead to a perforation and pericardial effusion. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).